Event description:
It was reported that there were several issues with the device including loss of communication with the cgm, difficulty detecting a filled cartridge causing insulin wastage, challenges with plugging in the charging cord, and missing rubber parts. The impact on the blood glucose level was not specifically mentioned, suggesting there was no adverse effect. The customer, who is out of warranty, declined further troubleshooting and is in the process of obtaining a new device.